Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels (between 351 and 358mg/dl), and ketones. The customer attempted to treat by administering a bolus using the pump, before seeking medical attention. During the hospitalization, the customer was treated with manual injections. The customer was still hospitalized at the time of the call, and bg levels were still elevated at 239mg/dl.